Event description:
The home patient (hp) reported being overfilled after using the homechoice cycler for apd therapy. The hp received the last fill volume of 2500mls and completed the apd therapy the morning in 2003 with no difficulties. The hp felt fine at the completion of therapy and had a positive total ultrafiltration volume of 726mls. The hp later on in the day ate a large lunch and drank water, after which hp went to the dialysis center for the normal scheduled clinic check up. Hp, began to have shortness of breath and minor pain in the chest and back area. The hp performed a manual drain at the center and removed 4000mls of fluid, which is 1500mls more than the programmed last fill volume. The hp then refilled with a 2500mls solution bag and felt fine. The hp relates that there was no sistaning patient injury or medical interventioin as a result of this incident.